Event description:
Additional information was received from the patient. The patient called back and repeated that the therapy was not working at all. The patient said they have the same problems as before they got the ins, and have seen no improvement. The patient mentioned that their hcp tried many programs but none of them worked. The patient told their hcp that they want the ins removed, but their hcp told them they couldn't remove it. The patient's reason for calling was to find out why their hcp told them they could not remove the ins. Agent redirected the patient to their hcp to discuss.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they initially felt improvement during the first few days, but they no longer feel the same level of improvement. They mentioned waking up wet last night, which they found disappointing as the therapy had not met their expectations. The patient stated that they increased the stimulation from level 3 to 4. However, when they adjusted it to level 4, they experienced electric shock-like sensations in their body, which led them to revert back to level 3. They expressed fear of making further adjustments themselves because, when their neighbor helped them change the setting from 3 to 4, they felt an intense sensation described as feeling "electrocuted" in the lower body, which they found very distressing. The agent reviewed that there were other adjustments and program options available. Patient services provided guidance on changing programs. The patient was redirected to their healthcare provi der (hcp) for further evaluation and assistance. Patient had their post op appointment (appt) in (B)(6) 2025. Patient reported baseline symptoms returned / lost therapy benefit and urinary symptoms.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient stated that the therapy was not working and they were not seeing improvement on their symptoms and was very disappointed. The patient said when the doctor first implanted the device they felt the stimulation but now they don't feel it anymore. The patient stated they have discussed adjustments with their doctor and the doctor tried 3 different programs but that did not help. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient also mentioned their hcp was giving them injections to help them with their symptoms as the therapy is not working at all.